Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.6, lab: 5.3. Pt drawn right after meter test. Caller thinks the pt's therapeutic range is 2.0-3.0. Caller is the lab manager and had limited info on the pt and finger stick.

Manufacturer narrative:
Investigation pending.